Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hygiene microbiological investigation (hmi) results has not yet been received for evaluation. The olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) results has not yet been received . Below are information on customers cds checklist: paa_manual treatment aer/ewd reprocessor: n/a - not tested/ customer performs manual treatment and manual disinfection of scope. Model name: n/a. Detergent name: n/a. Disinfectant name: n/a. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air /water (a/w) channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : enzymex manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port, balloon channel, distal end areas around elevator. Brush model: asept in med. Manual disinfection performed. Disinfectant used: anioxyde twin, scope: not sterilized, scope storage: olympus drying cabinet. Scope vertically hang, scope maintenance: by olympus. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where: - venting connector --- resin area leak. - light guide rod lens (3x) --- cracked and cementing porous. - bending section rubber glue --- worn out. - key top 1 --- incised, cuts. - universal cord --- wrinkle. - right left / up down knob --- angulation --- play. - right left / up down knob --- angulation --- less or specified value. - biopsy channel --- wear and tear (replacement as preventive maintenance). However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.